Event description:
The nurse meant to select fentanyl. Hydromorphone is right below fentanyl, and she selected this instead. The patient received an overdose as a result. It could be beneficial to have the mgc in tallman lettering to help distinguish the two drugs.